Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as it was confirmed. There was no adverse event.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was found fractured while reassembling trays for next day surgeries. No adverse events have been reported as a result of this malfunction as there was no patient involvement and did not occur during a surgery. Attempts have been made and additional information on the reported event is unavailable at this time.